Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The medtronic representative replaced the x-stage cover and power cord iaw asm. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by manufacturer for analysis.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation, and a medtronic representative has not inspected the imaging system on-site. Therefore, no further findings possible.

Event description:
A medtronic representative reported that the imaging system x-stage cover was damaged and was nearly interfering with the y-drive of the gantry. There was no patient present when this issue was identified.